Event description:
This case was initially received via regulatory authority aemps (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("in medical consultation, they did not see one device / one device was not well placed, it was "hooked on something" (place was not know)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child). After the surgery due to the childbirth, essure was offered. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pain ("pain nos / many pains, which lasted several months"), abdominal pain lower ("cramps") and menstrual disorder ("uncontrolled menstruations"). The patient was treated with surgery (removal of one device and part of the fallopian tube). At the time of the report, the device dislocation and pain had resolved and the abdominal pain lower and menstrual disorder had not resolved. The reporter considered abdominal pain lower, device dislocation, menstrual disorder and pain to be related to essure. The reporter commented: the patient requested the removal of both devices but the physician did not accept. She also mentioned that is collecting information, if possible, to make a denounce because she is an affected woman and she wants to prove that this technique is not feasible. The patient will have a gynecological examination because of cramps and uncontrolled menstruations. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.